Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized for the event and was treated with vancomycin injection (1gm, per day, ongoing). At the time of this report, the patient has recovered from peritonitis event. Pd therapy was discontinued and placed on hold. The patient was transferred to hemodialysis therapy. No additional information is available.

Manufacturer narrative:
Initial reporter phone no:(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow up it was reported antibiotic treatment was discontinued (unknown date). Three days after hospital admission, the patient was discharged. The same day as event onset, the pd catheter was removed. The patient continues on hemodialysis therapy .should additional relevant information become available, a supplemental report will be submitted.